Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Medical device problem code 1494 - off-label use- indication for use was added as the pre-close technique was not used when closing with a sheath greater than 8f.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a proglide device after an ablation procedure using an 8.5f sheath. Reportedly, when plunger was removed the suture was not present, a cuff miss occurred. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that this was a venotomy closure of the right common femoral vein using a proglide device after an ablation procedure using an 8.5f sheath. It should be noted that the proglide instructions for use states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the absence of using the pre-close technique or two devices to achieve hemostasis would not have contributed to the reported needle cuff miss. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.